Event description:
This complaint is now reportable based on the analysis completed on 12/05/2007. It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft kink occurred. The 90% stenosed target lesion was in the moderately calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.75x15mm maverick2 balloon catheter. Intravascular ultrasound (ivus) was performed. A 2.75x16mm taxus express2 drug eluting stent had been selected to treat the target lesion. When advancing the device through and unknown type guiding catheter, the shaft of the device kinked. The physician attempted to fix the shaft kink outside of the patient's body but it was completely kinked. The procedure was completed with another 2.75x16mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good". However, the returned product analysis confirmed that there was a shaft fracture.

Manufacturer narrative:
Device analysis: product analysis did not reveal a shaft kink. Product analysis did not reveal shaft kink. Product analysis did reveal a hypotube fracture. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The returned catheter exhibited a fracture of the hypotube located 91.1 cms distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The complaint states, "the kinked shaft was attempted to be fixed outside the body, but it was kinked completely." Therefore, the root cause of the hypotube fracture will be considered handling damage. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. A CAPA has been initiated to address this issue.